Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.